Event description:
As reported via legal documentation, a patient had left knee replacement surgery. Then subsequently underwent left knee revision surgery approximately 123 months after their primary procedure. The patient has experienced prothesis wear, severe pain, osteolysis, instability, aseptic loosening, having to undergo revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-01630 d10: concomitants: (B)(6) 02-010-03-0240 - logic cr femoral cem, left, sz 4 (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t (B)(6) 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01630. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.